Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed a visual inspection on the sensor cannula and found it was retracted inside of the sensor base, no broken cannula was found during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had a missing cannula. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.